Manufacturer narrative:
One (1) compact hook holder [product code: 2797-52-100, lot number: 0804v] was returned to the complaints handling unit (chu) for evaluation. Visual inspection of the returned device revealed that a section of the threads were torn off from the holder body. Another section of the threads were crushed. The threads remained attached to the holder body. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A root cause for the threads of the holder peeling from the instrument¿s body cannot be positively determined. A probable explanation may likely be due to cross-threading upon threading the instrument inside the hook which could have resulted in the threads peeling off and/or becoming crushed. Since the threads are torn and deformed the instrument would have difficulties retaining the hooks. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Won't hold the hook tight enough. No delay to surgery.